Event description:
While using philips dreamstation 2 CPAP machine, I started smelling a strong burning smell through the breath pipe. No smoke was detected out of the machine itself, the electric cable was ok, and the device was not hot. The device is about 4.5 years old, and unfortunately, I need to pay for a new one since it's already out of warranty.